Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 130 alarms noted during testing. The motor was tested outside the pump and passed. Pump error 130 not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received insulin pump error multiple times. The customer's blood glucose level was unknown. The customer reported that the auto test passed. The device will be returned for analysis.